Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventive maintenance. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the power on self-test an insert slide clamp alarm was identified. The cause of the alarm was a dirty slide clamp sensor. The sensor was cleaned; pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician experienced an insert slide clamp alarm on a flogard infusion pump. Additional information is not available.